Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that 5 rt266 infant dual-heated evaqua2 breathing circuits did not pass the ventilator set-up test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: no complaint devices were received for further evaluation. 45 sealed rt266 infant dual-heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand, where they were visually inspected and a sample of five rt266 circuits were also pressure tested. Results: visual inspection revealed no damage to the returned breathing circuits or the dryline. The pressure test revealed that the breathing circuits were within specification. Conclusion: without the return of the complaint devices, we were unable to determine what may have caused the reported event. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). The five complaint rt266 infant dual-heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that five rt266 infant dual-heated evaqua2 breathing circuits did not pass the ventilator set-up test. There was no patient involvement.